Manufacturer narrative:
Concomitant medical products: product ID: 310c29 tissue valve, implanted: (B)(6) 2006; product ID: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, pacing impedance that had increased and was described as high, noise, short ventricular intervals, and non-sustained ventricular tachycardia which had triggered a lead integrity alert (lia). The lead was noted to have possible fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.